Event description:
It was reported that the 9800 sys displays interlock broken on the c-arm display and the sys will not fluoro. The case was completed using another sys. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reset the p1 connector on battery charger. Replaced the floppy drive, the backplane pcb and the climax coupling. The system was tested and found to be working as intended and placed back into service.